Manufacturer narrative:
Hamitlon medical ags conclusion: root cause: defective blower the blower speed is lower than the target speed-5% for more than 5s. Correction: replacment of the blower.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: ventilator shows technical event 231009 after startup test. Produce heavy noise from blower module. Summary: technical event:231009 due to defective blower.